Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a four corner arthrodesis utilizing headless compression screws, while inserting a 2.5mm screw, a cracking sound was heard and the screw was unable to be driven further. The screw was removed with an extraction driver. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The screw was not returned therefore visual and dimensional analyses could not be performed. The driver, which is compatible with the 2.5 mm max vpc screw, used with the screw was returned; dimensional analyses found the driver conforming to specification. Device history records for the screw could not be reviewed as the item and lot numbers are unknown. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.